Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported 3.5 weeks ago they fell resulting in the wires moving and stimulation moving from the right thigh (the target location) to the knee and foot. The consumer had been in contact with the manufacturer¿s representative (rep) and healthcare provider (hcp) but no one was helping them. It was noted the hcp had given them ¿trigger point injections¿ but hadn't conducted any imaging or other troubleshooting, so a request was made to meet with the rep. For reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.